Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, when the needle plunger was removed, a cuff miss occurred. The proglide was removed and hemostasis was achieved using manual compression there were no reported pt adverse effects. Though requested, no additional information was available.

Event description:
The customer reported to baxter (B)(4) a chemo aid add-a-line that had a leak. According to the report, when spike is introduced to the viaflo bag the spike breaks and when chemotherapy is added in valve, it starts leaking or breaks. There is no patient injury or medical intervention associated with this event. This is report 7 of 10 of the same reported problem from this facility. No additional information is available.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.